Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the distal conductor was distorted in the connector at 1.5cm, no further helix testing was possible.

Event description:
It was reported that during an implant procedure the lead needed to be repositioned but the helix would not fully retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.